Manufacturer narrative:
Findings: unit had unresponsive button due to corroded keypad trace. No moisture damage found on electronic assembly and motor.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 145 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.